Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the advanced instrument log was completed and show that the instrument was installed 1x and passed homing 1x. Quantity (qty) 30 cut complete events were recorded with no errors. E-100 logs show qty 60 seal events, of which there were qty 2 each of "high initial starting impedance" errors and "blank" errors. The logs do not show an end of procedure time stamp, and the few errors noted there do not seem related to any instrument malfunction. A review of the system log was completed, and no related system errors were observed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, the patient developed a hematoma. The issue was observed when the patient was in the recovery room. During the procedure, the system positioning was set to lower abdominal, and the operating room table was positioned in supine and trendelenburg. Per the site, the system¿s arms were not positioned at any point in such a way that would cause the installed instruments or ports to apply prolonged pressure onto the patient¿s anatomy. The procedure was completed robotically. The patient has not required any unplanned medical or surgical intervention. The patient¿s current status is determined to be ¿okay now¿. The surgeon believes this issue is because of the new e-100 generator based on a feeling because he is using it now and had previously never had problems with the erbe. The e-100 generator is not available for return for evaluation. The surgeon is not providing more information. There was no allegation of a malfunction of an intuitive surgical, inc. (Isi) system, instrument, or accessory occurring prior to or at the time of the event.